Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that every time they replaced the ins, they also replaced the lead, but the doctor never removed the old leads. There was one electrode left from one of the patient's four leads. At the last surgery, the surgeon attempted to remove all of the leads and place a new MRI-compatible lead. It was unknown which specific lead broke because there were multiples that were in the same foramen for placement over the years. The bottom line was that the patient was not eligible for an MRI due to the 0 electrode being left due to breakage at the time of attempted removal. The issue occurred at the placement of the new system. There were multiple leads that had remained in the body.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kqw6 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead MFR report numbers of related files: see MFR report #3004209178-2021-11503 for report of second registered 'part of lead' left implanted, later attempted removal. See MFR report #2182207-2021-01309 for report of unknown 'part of lead' left implanted, later attempted removal. See MFR report #3004209178-2021-11780 for report of third registered 'part of lead' left implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that this was their fifth implant. With every implant, the doctor left a part of the lead and now they could not get an MRI. They were redirected to follow up with their healthcare provider to further address the issue. Additional information was received from a consumer and a manufacturer representative. It was reported that every time they replaced the ins, they also replaced the lead, but the doctor never removed the old leads. At the last surgery, the surgeon attempted to remove all of the leads and place a new MRI-compatible lead. There were multiples that were in the same foramen for placement over the years. There were multiple leads that had remained in the body.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kqw6 implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead correction: patient's initial report of part of every prior lead being left implanted unsupported by report the doctor never removed the old leads and tried to remove all of them on (B)(6) 2021. Registered explant date of (B)(6) 2016 may be incorrect (conflicting information received). Correction: updated b5 to solely capture lead left implanted and removed at a later date. See MFR report: 3004209178-2021-11780 for previously included unknown lead break on (B)(6) 2021. Also see MFR reports: see MFR report #3004209178-2021-11503 for report of second registered lead left implanted, later attempted removal. See MFR report #2182207-2021-01309 for report of unknown lead left implanted, later attempted removal. Correction: imf code updated from f19 to f1903, a0401 removed, and a24 added, as this is only fdd code which maps from device code representing whole component being left implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kqw6 serial# implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what steps were or would be taken to resolve the abandoned lead left in them, they stated nothing as of that day. The "u of m" was trying to make a plan.

Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va0kqw6, serial#: none, implanted: (B)(6) 2015, explanted (partial): (B)(6) 2016, product type: other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jun-2018, UDI#: (B)(4). Note: report concerns patient's first registered implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that this was their fifth implant. With every implant, the doctor left a part of the lead and now they could not get an MRI. They were redirected to follow up with their healthcare provider to further address the issue.